Event description:
A malfunction alarm was reported, indicated by the code malf 0. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the issue happened again, which they understood.